Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed more than 70 hours of extended bench testing at the customer's settings without any unusual alarm or error condition. The device passed initial final test and initial alarm test. The device passed all testing and met all vyaire manufacturer specifications. The event trace revealed an inoperable (inop) condition. As a pre-caution, the service technician replaced the main board.

Event description:
It was reported to vyaire that the revel ventilator went ventilator inoperable (inop) while connected to a patient. The customer stated that there was no patient harm associated with the reported issue. The patient was immediately removed from the unit and switched to another ventilator.